Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had a syncopal episode and upon interrogation it was noted the right ventricular (rv) lead exhibited high threshold measurements of 2.7 to 3.0 volts. The pacing output was programmed to 5.0 volts. The patient underwent a lead revision where the rv lead was surgically abandoned. During the procedure the physician was unable to gain access on the left side, so the entire system was taken out of service. A new system was implanted on the patient's right side. No additional adverse patient effects were reported.